Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly the customer successfully filled the cartridge on the second try. Customer's blood glucose level was 100 mg/dl.